Manufacturer narrative:
Product evaluation: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reported blurred vision making reading difficult. The lens was exchanged for a different model. Additional information has been requested. There are two medical device reports associated with this event. This report is for the fellow eye.